Event description:
As device was being utilized according to the manufacturer's instructions, the small silicone washer separated from the taunt introducer peritoneal catheter and fell onto sterile field following the use of the cholangiogram catheter. Washer was removed intact from the sterile field.